Event description:
On 05 sep 2007, the sales representative reported that the tip of the bone awl broke off at the weld during surgery. The fragmented part of the instrument was removed without injury to the patient. There was a 5 minute surgical delay.

Manufacturer narrative:
Evaluation is pending upon the return of the product.